Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-jul-29, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a new implant with leads staggered at t7 and t8. Electrodes #2 and 3 and 12 and 13 were showing red (all >40,000 ohms)when measured using electrode impedances (not connectivity check). Hcp wiped and reseated lead several times but this didn't resolve. They changed leads in header block and high imped followed the leads. Same high imped were occurring with both ins and wens. They tried suctioning out header block but this didn't resolve issue either. They opened up new intellis ins and had high imped with same electrodes. They woke up pt and retested stim, which showed good coverage. They closed up pt with 2nd ins and when caller tested impedances postop to start programming, call impedances were all green and normal range. Lead placement was quick and hcp did not use any conductive fluid for procedure to caller's knowledge. Discussed potential obstruction or conditions in epidural space that could have contributed to this issue and then resolved once pt was post op and on their back. On 2021-aug-03, additional information was received from the manufacturer representative (rep) reporting that the cause of the high impedances intra-operatively was unknown. The patient¿s weight at the time of the event was also unknown. It was indicated that the initial ins would be sent back on 8/4.